Event description:
It was reported that a shaft break and scarring occurred. A percutaneous transluminal coronary angioplasty (ptca) was performed on a vessel with a stent (ramus interventricularis anterior (riva) proximal to medial 70% and the ramus diagonalis (rd1) ostial 90% bifurcation and right circumflex (rcx) 50%). Due to the complexity of bifurcation stenosis, the procedure was performed by femoral access. The elongated and very s-curved target lesion was located in the aortic arch. It was noted that nothing unusual was observed before the stent entered the patient's body. An unknown promus stent was advanced to the lesion and implanted. Then a 16 x 2.75 promus elite stent was advanced to the aortic arch to be implanted as a t stent into the diagonalis, but resistance was encountered, which led to a high level of friction, causing the stent shaft to break at the distal end. The detached portion of the device was within the guide catheter, and the device was removed together with the guide catheter from the patient intact. The patient experienced scarring in relation to this event. The procedure was successfully completed with another of the same device. No further patient complications were reported in relation to this event. The patient was transferred to the normal ward in a hemodynamically stable position without any discomfort. A dual platelet aggregation inhibition with aspirin and 5mg of prasugrel was started for 6 months. The patient fully recovered following the procedure.

Event description:
It was reported that a shaft break and scarring occurred. A percutaneous transluminal coronary angioplasty (ptca) was performed on a vessel with a stent. The elongated and very s-curved target lesion was located the aortic arch. It was noted that nothing unusual was observed before the stent entered the patient body. A 16 x 2.75 promus elite stent was advanced to the aortic arch, but resistance was encountered, which led to a high level of friction, causing the stent shaft to break at the distal end. The detached portion of the device was within the guide catheter, and the device was removed together with the guide catheter from the patient intact. The patient experienced scarring in relation to this event. The procedure was successfully completed with another of the same device. No further patient complications were reported in relation to this event. The patient fully recovered following the procedure. It was additionally reported that the procedure was an elective ptca in functional khk-2-ge (riva prox.-medial 70% /rd1 ostial 90% bifurcation and rcx 50%) and after the previous diagnostic hd examination of (B)(6) 2021 with ffr of the rcx and after evaluation of an additional aortic valve stenosis. Due to the complexity of bifurcation stenosis, the procedure was performed by femoral access. The aorta abdominalis was elongated, the arguments of the ptca balloons and the first implanted promus stent were associated with an increased friction, but ultimately possible. After further preparation of the ostial/prox. Ramus diagonalis stenosis and reopening of the stent meshes of the implanted promus stent towards diagonalast, should be the next step in which a 16 x 2.75 promus elite should be put forward and implanted as a t stent into the diagonalast. On the passage through the guide catheter, there was suddenly an unexplainable loss of recalcitrance when the stent was presented. Under illumination, a fracture of the shaft at anatomical height of the aortic arch could be detected. The stent was then withdrawn with the guide wires and with the guiding catheter completely under illumination via the femoral lock to prevent possible stent loss. This was done uncomplicatedly. The fracture of the stent shaft was inspected and was sharp edged and complete. The procedure was rerecorded and could be completed easily without any complications resulting from the event. The patient was transferred to the normal ward in a hemodynamically stable position without any discomfort. A dual platelet aggregation inhibition with asa and prasugrel (5 mg) was started in plavix nonresponders after verify now test for 6 months. No further patient complications were reported in relation to this event. It was further reported that there was no scarring, that this was incorrectly reported. The stent was broken inside the guiding catheter. It was clarified that there was no scarring in the patient. No further patient complications were reported in relation to this event.

Manufacturer narrative:
B1: adverse event/product problem - corrected from adverse event and product problem to product problem b2: outcomes attrib to adv event - corrected from other serious to none h1: type of reportable event - corrected from serious injury to malfunction h6: patient codes: from: scar tissue (e1715) to: no clinical signs, symptoms or conditions (e2403) h6: impact codes: from serious injury/illness/impairment (f12) additional device required (f2301). To: additional device required (f2301). Device evaluated by MFR: a stent delivery system (sds) was returned for analysis broken and without its manifold. The manifold was not returned for analysis and therefore the catheter lot number and the device type printed on the manifold was not available. It was confirmed that the device was a boston scientific (bsc) promus elite (bsc p elite ous) 16 x 2.75 mm device including part of hypotube, shaft polymer extrusion region, distal shaft, balloon, and stent (including stent strut confirmation) and tip were consistent in appearance with a bsc p elite. The crimped stent length and crimped stent diameter of the returned device were consistent with a p elite 16 x 2.75 mm stent. A visual and microscopic examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement of a p elite 16 x 2.75 mm device. The crimped stent length was measured and the result was within maximum crimped stent profile measurement of a p elite 16 x 2.75 mm device. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break at 71.7 cm proximal to the distal tip with the manifold hub not returned. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was loaded without issues on a 0.014inch test guidewire. No other issues were identified during the product analysis.